Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation, the right ventricular lead exhibited noise and low impedance. The noise could not be reproduced with isometrics. No intervention was performed. The patient was asymptomatic.